Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.

Manufacturer narrative:
Investigation findings show that the customer was attempting to replace a telemetry central monitor with two spare central monitors when the problem occurred, and that the central monitor being replaced was not involved in telemetry monitoring, as was originally indicated. A spacelabs field service engineer contacted the customer shortly after the reported event to provide assistance, however the customer biomed confirmed the monitors were now correctly installed, and declined further assistance. There was no evidence of device malfunction. This report is considered final and the issue is closed.